Event description:
The field engineer reported that the sys would not make an x-ray exposure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sys batteries were replaced. The system was then found to be operating as intended.